Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional is fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This report is a duplicate report of 0001822565 -2018 -00237. This report should be voided.